Manufacturer narrative:
A data review was conducted and nothing was found that would have caused this adverse event.

Event description:
The treating physician reported that their patient developed uncontrollable itching in her entire body. Dr. Ortiz suggested benadryl. Patient was taken to the ER where there were given medication and morphine to control the itching.